Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose while at work. The caller states that the customer's basal settings need to be adjusted to accommodate the customer's new work schedule. The customer also had 2 other low incidents in the past about a year ago when they were trying to lose weight. The caller states they walked into the customer's room and found them unresponsive with clammy skin. The caller used honey to treat the customer's low blood glucose. The customer was between 30-39 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.